Event description:
It was reported that the lead exhibited oversensing, unacceptable thresholds, and high impedances. The lead also exhibited intermittent loss of capture and an apparent fracture. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.